Event description:
It was reported that the external pulse generator (epg) displayed an error code. The epg has been returned for evaluation and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator (epg) displayed an error code. It was observed that during the incoming test, the test system stopped and the epg failed the incoming test. It was noted that the metal hanger was difficult to open. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. Further analysis of the external pulse generator (epg) was performed. On visual inspection no anomalies were observed. The main board was assembled into a golden unit. The device was powered on and observed an error code and led code ¿out-of-service indication detected¿. The device was powered off and on and no error was observed. Upon functional test ran on tester the device failed out at cross pacing. A capacitor was replaced, and again functional test ran on tester the device failed out at cross pacing. The analysis could not determine the reason for the cross pacing failure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.